Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion. The magnet rate was 83. The ipg was explanted. Cpi minimum longevity at nominal settings with a 500 ohm lead is 42 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.